Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013 the receiver displayed a permanent out of range signal. At the time of contact with dexcom technical support, patient's parent did not report any medical intervention or injuries. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal.

Event description:
The patient contacted dexcom to report a permanent out of range signal. No medical intervention or injury was reported at this time.